Event description:
It was reported that the Spinal Cord Stimulation (SCS) implantable pulse generator (IPG) was replaced due to charging difficulties, longer and more frequent charging sessions, as well as the need for magnetic resonance imaging (MRI) compatibility. The explanted IPG will not be returned as it was retained by the medical facility. The patient was reported to be doing well postoperatively.

Manufacturer narrative:
B3: Approximated based on the date the manufacturer became aware of the event.